Event description:
On (B)(6) 2011, pt reported his infusion device displayed an e2 (battery depleted) error message. Pt stated the device didn't give him an a2 (battery low) error message prior to the e2 error message. Pt reported he removed the battery and tried 4 brand new batteries in the infusion device, and they all displayed the e2 error message again. Pt stated the final battery he tried works and did not give the e2 error. Had pt check error history, and there are 5 e2 error messages and no a2 error messages in the history. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.